Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The patient remains on lvad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a reddened driveline exit site with pus and overgranulated tissue noted. The patient was admitted to the clinic for driveline infection. An ultrasound of the driveline showed a small fluid collection and cultures from the driveline exit site showed abundant growth of staphylococcus aureus. The patient's white cell count was 8.6x10^9/l and the c-reactive protein was 8.1mg/l. The patient was systematically well, without fever or chills. Treatment included IV flucloxacillin and topical exit site dressings with mepitel. No further information was provided.